Event description:
It was reported that the lead had perforated. During the surgical procedure, the patient experienced a dull pain in the left arm. The lead was pulled back and repositioned. The lead remains implanted with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.